Manufacturer narrative:
(B)(4). The device was not returned for evaluation. This medical complication is a known risk of general anesthesia and there may be additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The site reported that the patient was hypotensive and bradycardic secondary to anesthesia during a superdimension procedure prior to bronchoscope insertion. They were able to navigate to the lesion but due to the patient's instability the case was cancelled and a biopsy was not obtained. If additional information is received a follow-up report will be submitted. .